Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to h4 of initial mw. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, and because the phenomenon(power turns off) was not duplicated during device evaluation, the root cause of the phenomenon could not be identified. It was also noted that no image displayed was due to worn video connector latch. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus that while using the visera elite video system center, the device would function for about 5 minutes and then shut off. The issue occurred at preparation for use of a diagnostic procedure, and there was no patient harm associated with this event. The device was returned and evaluated, and there was found to be failure with the worn-out cable connectors; this caused a loss of image. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation was not confirmed. The device was found to have worn out cable connectors, which caused a loss of image. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.